Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that during the interrogation the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited impedance measurements of 2500 ohms. Review of the data noted a gradual climb and then four months earlier the impedance increased to 2500 ohms, where it remained. The field representative noted noise with arm movements; the noise was not oversensed. The physician planned to schedule a lead revision, however at this time the rv lead and ICD remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed due to continued noise on the right ventricular (rv) channel. The noise was able to be reproduced with isometrics and was being oversensed. The rv lead was surgically abandoned and replaced. The implantable cardioverter defibrillator (ICD) remained in service. No additional adverse patient effects were reported.